Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had passed away and the cause of passing was unknown.

Manufacturer narrative:
Concomitant medical devices: 305c27, valve, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing and undersensing were noted on the right atrial (ra) lead. The lead remains in use. No patient com plications have been reported as a result of this event.